Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the past couple of weeks they have been in a lot of discomfort and pain. The patient felt that the pain was related to the ins because it felt like their vagina was about to fall out of them. The patient also felt like the ins shifted/moved. The patient stated that the pain got progressively worse to the point that it was excruciating. During the call, agent discovered that the communicator was plugged in. Agent reviewed that the communicator must be unplugged while in use and had the patient unplug it. Once unplugged, the communicator connected to the handset immediately and patient was able to connect to the ins. Therapy was turned on and the amplitude was set to 2.2. Agent reviewed that the pain the patient was experiencing could potentially be related to the amplitude being set too high, but patient opted to turn therapy off altogether. Once therapy was turned off, the patient said they felt a little bit better. The patient noted that they were still in a little bit of discomfort, but they could bend over without being in excruciating pain. The patient decided that they will not turn the therapy back on until they've met with their managing healthcare provider (hcp). The patient was redirected to their hcp to further address the issue.